Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taking in emergency medical service and then hospitalized due to low blood glucose level, convulsions on (B)(6) 2019 with blood glucose level was 19 mg/dl and 200 mg/dl. Customer was treated with fluid and food. Troubleshooting for the customer¿s low blood glucose was declined. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.